Event description:
Affiliate reported that an error message occurred and the device could not be used. As a result, the device was removed from the pt's body, and another product was used to complete the case.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.